Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the remote manager was not opening. The field service engineer removed latch, applied black grease, cleaned microswitch contacts, tightened microswitches and replaced wiring harness to resolve. A complaint investigation specialist stated that the device/part was returned to the designated complaint handling unit for part investigation/inspection. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system remote manager failed. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.